Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine and baclofen at concentrations of 4.0 mg/ml, 2400.0 mcg/ml and doses of 0.7062 mg/day, 423.7 mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported the patient's electronic medical records say the patient had bilateral leg pain with some numbness and tingling that got worse. It was noted a MRI of the thoracic spine was done on (B)(6) 2017, to evaluate for it pump catheter tip placement, granuloma and ms plaques. The event was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated an MRI without contrast on (B)(6)2017 gave results of a 1.9 cm hemangioma within the t11 vertebral body. The primary pain management doctor confirmed it was unrelated to the pump. The doctor confirmed it was not related to the device and they had no further information on patient symptomology.